Event description:
It was reported that the universal battery charger device had no power. According to the report, the user attempted to change the fuses but there was still no power. The event did not occur during surgery. It was reported that the event did not have any impact to a surgical procedure. There was no human patient involvement as this device was for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown, although the reporter stated that the event occurred in the month of may 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an electrical component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.